Event description:
Black smoke was coming from the patient's hill-rom bed flexicair eclipse - if 100870, which involved the motor box that inflates the mattress. A code red was called. Appropriate resources responded to include the city fire department. The bed was immediately unplugged and the patient was immediately transferred to another bed. The hill-rom representative at the (B) (4) service center was notified at approximately 2120 regarding the incident with the bed/time coincides with initial notification that bed was malfunctioning. The unit was picked up by the service representative, approximately 02:30am per staff.